Manufacturer narrative:
Unit passed self-test and displacement test. Pump error 63 alarm confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.